Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call and wanted to check insulin pump because the display screen is frozen and was experiencing blood glucose of 342 mg/dl. Customer indicated that the basal rates recently changed. Troubleshooting found that the customer's drive support cap and programming are correct however, the time and date settings are incorrect. Bolus history was also checked for accuracy and were normal. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.